Event description:
It was reported that 1 day post implant, r-wave amplitudes decreased and noise was observed on the rv lead. The noise was reproducible with arm movement. The patient admitted to the ER the following day after receiving two vibratory alerts due to high lead impedance. It was determined that a setscrew on the device header was loose. This issue was resolved by re-inserting the lead into the connector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.